Event description:
It was reported that insulin gauge on tandem mobi mobile app displayed an amount different than expected, showing about 170 units when cartridge contained about 1 to 1.5 units, even though load process had been completed and no gap was observed in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge, received guidance to use in-app cartridge load resource for future reference, and was advised to call back for additional troubleshooting if issue occurred again, which customer acknowledged.